Event description:
It was reported that an unspecified system error occurred on the homechoice device. It was not specified during which phase of therapy the error occurred. The technical service representative (tsr) arranged for the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and the reported problem was identified. The reported problem was identified as a system error (se) 2044. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The cause of the se 2044 was determined to be an incompatible manifold valve, the valve was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.